Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that upon initiation of intra-aortic balloon (iab) therapy an error message ¿auto fill failure¿ was generated. The customer also indicated that there was a ¿large flash back of blood¿ noted in the protective sleeve. The iab was not used with the sheath provided, instead a competitor¿s sheath was used. The iab was replaced successfully. Indication for use was left sided heart support, post st-elevated myocardial infarction (stemi). There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that upon initiation of intra-aortic balloon (iab) therapy an error message ¿auto fill failure¿ was generated. The customer also indicated that there was a ¿large flash back of blood¿ noted in the protective sleeve. The iab was not used with the sheath provided, instead a competitor¿s sheath was used. The iab was replaced successfully. Indication for use was left sided heart support, post st-elevated myocardial infarction (stemi). There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. No blood was observed inside the iab catheter. One kink was found on the catheter tubing approximately 52.8cm from the iab tip. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The optical fiber was found to be broken within the catheter tubing approximately 52.3cm from iab tip. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported leak at hemovalve or loss of hemostasis event cannot be confirmed by the evaluation. The instructions for use indicate to only use the supplied sheath, but a competitor's sheath was returned. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that upon initiation of intra-aortic balloon (iab) therapy an error message ¿auto fill failure¿ was generated. The customer also indicated that there was a ¿large flash back of blood¿ noted in the protective sleeve. The iab was not used with the sheath provided, instead a competitor¿s sheath was used. The iab was replaced successfully. Indication for use was left sided heart support, post st-elevated myocardial infarction (stemi). There was no reported injury to the patient.